Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll 120/pkg had foreign matter. The following information was provided by the initial reporter: contamination evident in unopened 10 ml syringe - most likely silicone.

Event description:
It was reported that syringe 20ml ll 120/pkg had foreign matter. The following information was provided by the initial reporter: contamination evident in unopened 10 ml syringe - most likely silicone.

Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, a brown substance was observed over the plunger of the syringe. Further evaluation identified the substance to be grease. A device history review was performed for reported lot 2010027, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Although no direct issues were identified and production and inspection records have established that all production and quality processes were properly performed, the grease likely accumulated in the plunger mold.